Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was leakage (blood) through the bc valve. The following information was provided by the initial reporter. The customer stated: "the blood control valve of device failed to work. After needle retraction, the blood control valve on the catheter adapter didn't work."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 12/2/2021. H investigation: our quality engineer inspected the samples submitted for evaluation. Bd received seventeen unopened units. Initial visual observation of the units revealed that all components were present and intact. Prior to testing, the units were inspected for the actuator being pushed through the septum and no defects were found. The units were then tested for leakage beyond the septum and no leakage was observed. Since the units were found to be within specification, bd was unable to confirm the reported defect. The DHR for lot 0337822 has been reviewed. One potentially related quality notification was found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was leakage (blood) through the bc valve. The following information was provided by the initial reporter. The customer stated: "the blood control valve of device failed to work. After needle retraction, the blood control valve on the catheter adapter didn't work."